Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had their stimulation increased the other day and "it hurts like hell." The caller indicated that while the patient was at their healthcare provider (hcp) office it was comfortable, but the patient felt it as soon as he walked out of there. The patient tried to reduce stimulation, but it did not help. The patient also indicated that while at an appointment with their hcp they were told by a manufacturer representative (rep) that the implant needed to be raised up. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(4) reported they were experiencing pain. There were no further complications that have been reported as a result of this event.